Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator not only presented with eri but also dozens of erroneous ams episodes that are all atrial lead noise. The noise was not reproducible with isometric exercises. The lead was explanted and replaced and during the procedure it was discovered that the lead also had insulation damage. The patient was in stable condition.